Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead has been exhibiting noise with multiple episodes of atrial tachy response (atr), ever since the new implanted cardiac resynchronization therapy defibrillator (crt-d) device in october 2020. A technical service (ts) consultant reviewed device data from the latitude website. Ts advised significant noise on the ra lead for a period of more than 2 seconds, mostly looking as myopotential oversensing due to outer insulation damage. Ts advised additional noise on the shock channel. All measurements are within normal range. Ts recommended additional testing, and possible ra lead replacement. The ra lead remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead has been exhibiting noise with multiple episodes of atrial tachy response (atr), ever since the new implanted cardiac resynchronization therapy defibrillator (crt-d) device in (B)(6) 2020. A technical service (ts) consultant reviewed device data from the latitude website. Ts advised significant noise on the ra lead for a period of more than 2 seconds, mostly looking as myopotential oversensing due to outer insulation damage. Ts advised additional noise on the shock channel. All measurements are within normal range. Ts recommended additional testing, and possible ra lead replacement. The ra lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We have not provided the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.